Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n132195006, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was being treated with baclofen (unknown concentration and dose) intrathecal therapy via an implanted pump. The baclofen type and lot number were unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The hcp reported that a ¿pump/catheter revision¿ occurred. No symptoms were reported. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.